Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp results were obtained while using the vitros 5600 analyzer. The samples affected were processed for a correlation study, so no affected valp patient results were reported from the laboratory. The investigation determined that the samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Additionally, the in-use valp calibration was determined to be atypical, however, the cause of the atypical calibration could not be confirmed. Once the calibration was repeated and appropriately verified prior to use, expected valp results were obtained. No malfunction of the vitros 5600 system or the vitros valp reagent were identified.

Event description:
This customer obtained lower than expected vitros valp results for multiple patient samples that were processed on the vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No affected valp results were reported from the laboratory. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4)